Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a cystocele repair with a transobturator tape procedure on (B)(6) 2006. There were no complications during this procedure. The patient's weight was reported to be average. According to the complainant, the patient experienced urinary problems, vaginal shrinkage, vaginal scarring, adhesions, pain, and dyspareunia post procedure. The date of onset for each symptom is unknown. In (B)(6) 2008, the patient presented with abdominal and vaginal pain and some slight lesions in the vagina. The physician observed squamous mucosa in the anterior vagina and some hyperplasia and scarring, but could not confirm whether the sling had contributed to it. The physician attempted to alleviate the patient's vaginal pain by doing a mucosal revision only in (B)(6) 2008. No part of the sling was removed. A follow up visit in (B)(6) 2008 showed that the patient's vagina appeared normal. In (B)(6) 2009, the obtryx sling was replaced with a mini arc sling (not a boston scientific product). The patient was prescribed standard pain medications and medical marijuana (dates prescribed and dosage unknown). The patient was reported to have been taking over the counter estrogen prior to the initial procedure. In (B)(6) 2009, the patient presented with abdominal and vaginal pain and tenderness towards the pubic ramus on the left, however, the physician does not believe the abdominal pain is related to the sling. The patient was still reporting pain in (B)(6) 2010. The physician has not seen the patient since then and the patient's current condition is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a cystocele repair with a transobturator tape procedure on (B)(6), 2006. There were no complications during this procedure. The patient's weight was reported to be average. According to the complainant, the patient experienced urinary problems, vaginal shrinkage, vaginal scarring, adhesions, pain, and dyspareunia post procedure. The date of onset for each symptom is unknown. In (B)(6) 2008, the patient presented with abdominal and vaginal pain and some slight lesions in the vagina. The physician observed squamous mucosa in the anterior vagina and some hyperplasia and scarring but could not confirm whether the sling had contributed to it. The physician attempted to alleviate the patient's vaginal pain by doing a mucosal revision only in (B)(6) 2008. No part of the sling was removed. A follow up visit in (B)(6) 2008 showed that the patient's vagina appeared normal. In (B)(6) 2009, the obtryx sling was replaced with a mini arc sling (not a boston scientific product). The patient was prescribed standard pain medications and medical marijuana (dates prescribed and dosage unknown). The patient was reported to have been taking over the counter estrogen prior to the initial procedure. In (B)(6) 2009, the patient presented with abdominal and vaginal pain and tenderness towards the pubic ramus on the left, however, the physician does not believe the abdominal pain is related to the sling. The patient was still reporting pain in (B)(6) 2010. The physician has not seen the patient since then and the patient's current condition is unknown.